Event description:
Co's affiliate is reporting that during a procedure a portion of the distal end of a ld suction electrode broke off into the pt. It is not known if all the pieces were retrieved from the pt. If this is the case and the broken fragment has not been retrieved from the pt, it is possible that pt injury could potentially occur. Because of this potentiality an MDR is being filed to document this event.

Event description:
Our affiliate is reporting that during a procedure a portion of the distal end of a ld suction elctrode broke off into the pt. It is not known if all the pieces were retrieved from the pt. If this is the case and the broken fragment has not been retrieved from the pt, it is possible that the pt injury could potentially occur. Because of this potentiality an MDR is being filed to document this event.